Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an infection and was placed on intravenous antibiotics. Nine days later the device and electrode were noted to be eroding through the patient's skin at the site of the incision. Subsequently the patient underwent a revision procedure where both the device and electrode were extracted and the patient was put on a life vest. No additional adverse patient effects were reported.